Event description:
The account alleged the bed has no reverse trend function and the chair is not tilting. If the bed is all the way down the head hi/low will go up and so will the chair but if the bed is raised a little the foot hi/low will not go down.

Manufacturer narrative:
The account has installed a new limit switch and logic board but the issue remains. Repairs have not been completed.